Manufacturer narrative:
Correction to b5, d1, d4, h4, h6. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (loss of pacing) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
It was initially reported by an edwards brazil affiliate, that during a tavr procedure with an unknown edwards valve, the patient died after the valve was implanted. There was no additional information provided at the time. However, per additional information received, after the valve was implanted, there was paravalvular leak noted, so the team opted for post-dilation. At the time the balloon was being deflated, the pacemaker was lost and it is believed that the balloon moved injuring the intima layer of the aorta. The patient had a pericardial effusion, and drainage was performed, but the heart had no reserve. Despite resuscitation maneuvers, the patient did not return and passed away.

Manufacturer narrative:
Correction to h6.

Manufacturer narrative:
Patients undergoing transcatheter valve replacement (tvr) procedures often have complex medical histories and multiple co-morbidities. They may also have limited cardiac reserve that can impair recovery from the procedure. After tvr procedures, patients are closely monitored, which includes assessment of device implants. Despite multiple investigational attempts, it was not possible to obtain additional details regarding the reported event. Should additional information become available (i.e., cause of death) the information will be reviewed, and the file updated accordingly. No further follow-up for additional information is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.

Event description:
As reported by an edwards brazil affiliate, during a tavr procedure with an unknown edwards valve, the patient died after the valve was implanted. There was no additional information provided.